Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a urology surgical procedure, a surgeon received a burn injury from end of forceps on the finger next to thumb (pin hole burn) and gave a shock while using a third party flume pen and health checkup was done to treat burn.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the returned equipment did not identify anything that would have caused or contributed to the reported event of a surgeon received a burn injury from end of forceps on the finger next to thumb (pin hole burn) and gave a shock while using a third party flume pen. All modes of operation tested ok. It was reported that the surgeon received a burn injury and device related shock. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of error codes e212, e213, e354, e217 and e339 in memory logs. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.